Manufacturer narrative:
(B)(4). This complaint for other was not confirmed and the cause could not be determined, because evaluation of the returned sample did not duplicate the alleged issue that the twist clamp was hard to open/close. One used set with no cap on spike (loose in pouch) and no cap on patient connector was received in reference to other. Open/closed sleeve several times with no difficulty noted. Functionally, the set was hand tightened with a lab titanium adapter without difficulty and pressure tested underwater with no tubing leak noted. The set was visually inspected and noted that the spike was broken completely off at base of spike.

Event description:
A nurse reported to baxter an issue of defective twist clamp on the uv flash transfer set. The nurse stated that the twist clamp became hard to open and close during use. There was no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.